Manufacturer narrative:
(B)(4). Additional information requested and received by teleflex regarding the patient's condition. It was reported "the patient was extubated wednesday evening. Expired later that evening. Extubated at family request to expire peacefully." The reporter stated that "the ett issues did not affect the care of the patient." The device involved has not been returned to the manufacturer for evaluation at the time of this report. However, samples were taken from the current production. The samples were a device from the same family. The samples were visually inspected and issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required.(continued) other remarks: customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint reports: the adaptor for attachment to the vent is coming apart. It was reported this happened repeatedly for the two days the patient was intubated. (Cont.) It was reported there was no injury or consequence related to the issue reported. Patient condition was initially reported as "critical".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the connector was not returned. The sample was returned with tape residue on the proximal end. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. Since the connector was not returned, it could not be determined if the connector was placed firmly into the tube or not. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "adapter is disconnecting during use" could not be confirmed. However, further testing is ongoing in order to determine the root cause of this complaint issue. The connector was not returned with the et tube. A non-conformance has been opened to further investigate this complaint issue.

Event description:
Customer complaint reports: the adaptor for attachment to the vent is coming apart. It was reported this happened repeatedly for the two days the patient was intubated. It was reported there was no injury or consequence related to the issue reported. Patient condition was initially reported as "critical".